Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump has not delivered any insulin for three days. Troubleshooting revealed that the customer had programmed a temporary basal rate of 0.0. The customer also reported being hospitalized back in december after his wife was unable to wake him up. The customer was unconscious for three to four days. The customer did not know what his blood glucose reading was at the time of the event. The customer stated that he recently went to see his doctor, and was told to get the insulin pump replaced. Nothing further was reported.